Event description:
It was reported that during a cryo ablation procedure, a system notice had occurred indicating that there was an occlusion in the line. The line was cleared when it was observed that the patient's experienced electrocardiogram (EKG) changes, st elevation and hypotension. The physician noted that it was consistent with a "clot/stroke like". The procedure was aborted and the patient was under general anesthesia. The patient was hospitalized. All symptoms resolved with no permanent deficits or complications. It was further noted that the physician reported that despite anti coagulation and proper product use, the patient may have developed a clot when the sheath was introduced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.